Event description:
It was reported by the customer that during use the cs300, english,110v, domestic intra-aortic balloon pump (iabp) was plugged in the outlet and suddenly shut off. There was no patient harm or injury reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.